Event description:
While the patient was being treated with bovine collagen, the needle completely separated from the syringe. There was no impact to the patient. This incident is being reported due to the possibility of injury with future occurrence.